Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a plif for lumbar degenerative disease. The set screw backed out at unknown time post op. No revision surgery is planned at this time. No patient complications were reported.